Manufacturer narrative:
Explant date: 2013. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 15632276, model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and underwent an explant procedure.